Manufacturer narrative:
(B)(4). (B)(6). The date of the event onset was reported as an unknown date in (B)(6) 2016. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further specified. The event was manifested by cloudy effluent. The patient was hospitalized for the event. The patient was treated with intraperitoneal cephalothin (dose, frequency, and duration) and intraperitoneal amikacin cephalothin (dose, frequency, and duration) for peritonitis. On an unknown date, dianeal therapy was discontinued, the pd catheter was removed, and the patient was switched to hemodialysis. On an unknown date, the patient was discharged from the hospital. At the time of this report, the patient had recovered. No additional information is available.